Manufacturer narrative:
The straight base was returned to the manufacturer for analysis. Analysis found that as reported the guide stem would not fit easily into the straight base on the angled base. Analysis found that the reported event was related to a mechanical issue. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy. It was reported that intra-operatively, the surgeon was unable to get the straight base to engage with the clear guide stem. They opened a second kit of a different lot number and had the same issue. The surgeon swapped to an angled base plate with a twenty minute delay and no negative impact to the patient. The rest of the case went smoothly.